Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients lead displayed high impedance. As a result, surgical intervention was undertaken. During the procedure it was noted the lead was fractured. To address the issue the lead was explanted and replaced.

Manufacturer narrative:
A lead fracture was reported to abbott.  The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.  Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.